Manufacturer narrative:
According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to occlusion of device. The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent an endovascular repair for an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. After touch-up ballooning was performed, a type iii endoleak from the overlap between a trunk-ipsilateral leg component and a contralateral leg component was suspected. After an iliac extender component was implanted distal to the ipsilateral leg in the right side, touch-up ballooning was performed again for the suspected endoleak. Final angiography showed a slight contrast around the overlap area. The physician elected to monitor the patient, and the procedure was concluded. The patient tolerated the procedure. On approximately(B)(6) 2018, it was confirmed that an iliac extender component was occluded around the proximal portion of the right common iliac artery where the artery was tortuous. The occlusion resulted in distal ischemia. The endoleak was no longer reported. On (B)(6) 2018, re-intervention was attempted to repair the occlusion. However, a guidewire could not pass through the occluded area due to a lot of thrombus. Therefore, femoral-femoral bypass was created. No further issues were reported.